Event description:
Patient's wife stated they have a problem with the neria guard, when she tries to peel it to stick it on the skin, it tends to curl up and completely fold the 2 sides causing the pt not able to use and they have to replace it with new one. She also said, it is very easy to peel off and gets removed from his skin. No missed doses or adverse events reported. Unknown if available for return. No further information provided. Indications: parkinson's disease without dyskinesia, with fluctuations; parkinson's disease.